Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a battery indicator on her one touch ultramini meter. The patient mentioned that on the morning of (B)(6) 2010, she attempted to test her blood glucose and was unsuccessful due to the battery indicator. She went ahead and increased her dosage of medication (insulin). Later that evening she developed symptoms of feeling thirsty and frequent urination. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product was being used. The patient denied any misuse of the product. The batteries needed to be replaced and the patient did not have replacement batteries. The reported issue was not resolved. The meter was replaced. The complaint is being reported since the patient alleged that due to the battery indicator she was unable to test and later developed symptoms suggestive of hyperglycemia.